Manufacturer narrative:
B3 - date of event captured as 01jun2026 no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while using a 4-way stopcock, the luer lock connector was found to be cracked, resulting in the patient not receiving the intended amount of infusion medication. The patient required blood pressure support and sedation. There was patient involvement; however, no patient harm was reported.